Event description:
The field engineer reported that there was no video and the monitor display was black. The system would not display a live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced. The system was then found to be operating as intended.